Manufacturer narrative:
It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke and subsequent death is the patient's medical history and supratherapeutic inr. The root cause of the reported event cannot be conclusively determined however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that this patient was suddenly unresponsive and collapsed at home. Controller "low flow" alarms were noted. The patient was rushed to the emergency room (ER) via emergency medical services (ems). The patient was intubated by ems. Care was withdrawn by ER team. Head computed tomography (CT) scan was not ordered as care was withdrawn. The patient subsequently expired on (B)(6) 2017. The official cause of death was unconfirmed debilitating hemorrhagic cerebrovascular accident (hcva) leading to withdrawal of care and respiratory failure. No autopsy was performed and the devices were disposed by the site per protocol. The vad coordinator stated that the patient's international normalized ratio (inr) upon clinic visit early in the morning of (B)(6) 2017 was 8.0. Coumadin was not held that evening due to late read by lab. There were no issues with the patient's blood pressure. The patient was on 325mg aspirin and coumadin. The site believes the patient had major hemorrhagic cerebrovascular accident (hcva) at the time unresponsiveness. They also feel the event is device-related. No further information was provided.